Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to communicate properly with an electrode belt. The monitor's electrode belt connector had bent pins, causing the reported service code and inability to properly communicate. The root cause for the damaged connector pins was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).